Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of patient on 06/18/2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A charge and boot test was performed and passed. Functional tests were performed and passed. The share log data was downloaded and retrieved. The data was reviewed and an rtt loss error was observed within the investigation window. The complaint confirmation of a frozen display screen was confirmed. The root cause could not be determined.